Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on jun 27, 2023, the patient underwent open reduction internal fixation (orif) surgery for femoral trochanteric fracture with a dhs reamer. During the surgery, the surgeon may have shaved off the anterior cortical bone with the reamer, resulting in a large loss of anterior cortical bone. The surgeon urgently changed to adding a trochanteric fixation nail advanced (tfna) tfna nail and an locking compression plate (lcp) plate for fixation. Additionally, the surgery was initially started under lumbar anesthesia, but was changed to general anesthesia halfway through, and blood transfusions were also required. The surgeon commented that the reamer might have shaved off some cortical bone, although it was not visible on the image screen. The surgery was completed successfully with a sixty minute delay. Patient was stable. This report is for a dhs® reaming head-standard. This is report 1 of 1 for (B)(4).